Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (download error) was isolated to a defective power supply brick. The charger would not power on. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.